Manufacturer narrative:
Device was not returned for root cause analysis. Review of service history could not be performed as no serial number was provided. An error history log was not provided to aid in the investigation. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed. Probable cause of the reported problem could not be determined.

Event description:
It was reported that the patient noticed their pump had been stopped for about 2 days. The patient states they believe they forgot to restart the pump when they performed a site change 2 days ago. Patient stated they noticed it around midnight on day 2 when they started experiencing intermittent chest pains and some gas/ abdominal discomfort, then noticed the pump read pump stopped. Patient contacted their physician, who instructed them to start the pump right away, but at a reduced rate of 0.008 ml/hour and increase by 0.002 ml/hour every hour until patient is back at their maintenance rate of 0.026 ml/hour. The patient's rate is currently at 0.014 ml/hour and they should reach maintenance in the next couple of hours. Patient stated the intermittent chest pain has resolved since resuming infusion and they are not experiencing any other symptoms. The patient confirms their pump is currently running and delivering medication. The remodulin mdv dose was 83.33 ng/kg/min with frequency as continuous and route via sq.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.